Event description:
It was reported that the pump module displayed an error code 210.5020, which is related to the processor not reporting the software version data immediately after the system is turned on. The processor is missing, failed, or flashed with a version that does not support the reporting software version. Bd tech support provided assistance via phone to the customer and advised to replace the logic board or return to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility